Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of ¿pump failed the occlusion pressure test 3 times¿ cannot be confirmed through downstream occlusion test. The device tested 3 times and passed with 14.8psi,15psi and 23.4psi after calibration. Upon further investigation, found the dso seal was delaminated, and uso seal was delaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that during testing the device failed the occlusion pressure test 3 times: 6.68; 8.33; and 8.90. There was no patient involvement.